Manufacturer narrative:
H1: although it was originally reported that unidentified dirt/particles were found inside the primary packaging of a performer introducer, foreign matter was not found inside the sealed device package during the device evaluation. The complaint device was returned to cook for investigation. No foreign matter was found in the sealed pouch. An unknown brown substance was noted at the top of the pouch, outside of the sealed area. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: materials management. PMA/510k #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while being added to a hospital's stock, unidentified dirt/particles were found inside the primary packaging of a performer introducer. There was no patient involvement.